Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that during a normal follow up it was noticed this pacemaker battery power consumption had increased. A pacemaker malfunction was suspected. This device was then successfully replaced. This is considered a serious injury. No additional patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion.

Event description:
It was reported that during a routine follow up it was noticed this pacemaker battery power consumption had increased. This device was then successfully replaced. No additional patient effect were reported .